Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the most probable cause of the discovered damages is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image due to defective cable connector, a leak in the cable, and a cut on the cable. There was no patient involvement.